Event description:
The customer was obtaining integrated multisensor technology (imt) diluent check errors on a dimension xpand plus with hm instrument. The diluent check factor the customer used was 1.034. The typical diluent check factor used on a dimension xpand plus with hm instrument is 1.00 -1.02. There are no reports of patient intervention or adverse health consequences due to the customer not using the correct diluent check factor.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After evaluation, the cse determined that the customer was running the instrument with failed diluent check, a non-standard use of the diluent check product. The diluent check product intended use statement, specifies diluent check is used to monitor and adjust for the dilution ration on the dimension clinical chemistry system, the quiklyte®. The cse proactively replaced all (imt) tubing, port and valve assembly, rotary valve and reset the diluent check to 1.00. The cause of the non-standard use of diluent check on the system was the user not following the proper diluent check product instructions. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.